Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose declined to 50 mg/dl. Customer stated their low blood glucose was caused by over compensating for their blood glucose of 270 mg/dl. The customer also reported they were unable to treat their high blood glucose. Customer's blood glucose was 300 mg/dl at the time of the call. The customer reported feeling clammy from their high blood glucose. Troubleshooting found the customer's drive support cap appeared to be normal. There were also no air bubbles present in the customer's reservoir or tubing. It was also found the customer's cannula was straight with a little bit of blood at the end upon removal from their body. The customer's insulin pump also passed a high pressure test. Customer was advised to change out their complete set. The insulin pump will not be returned for analysis.